Manufacturer narrative:
The field service engineer determined there was an issue with a valve. The valve was replaced. Calibration, controls, and precision studies were performed; these were successful. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ise indirect ci for gen.2 on a cobas 8000 ise module. The first patient sample also had discrepant results for ise indirect na for gen.2. The initial values were reported outside of the laboratory. The reporter stated the site measures moving averages of patient results and they were alerted that the moving average changed. The samples were repeated after noticing this and the results were different. The first patient sample initially resulted with an na value of 158 mmol/l, which repeated as 143 mmol/l. This sample initially resulted with a cl value of 119 mmol/l, which repeated as 102 mmol/l. The second patient sample initially resulted with a cl value of 110 mmol/l, which repeated as 98 mmol/l. The na and cl electrode lot numbers and expiration dates were requested, but not provided.